Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
A customer reported via phone call indicating that they were hospitalized on (B)(6) 2015 at 5 pm with a high blood glucose level of 586 mg/dl. The customer was treated for their blood glucose with manual injections. The customer stated that the hospital and their health care provider blame the cause of the high blood glucose on the insulin pump. However, the customer believed that the cause of their high blood glucose was not due to any malfunction rom their insulin pump. The customer stated that the hospital was anti-insulin pump therapy and very bias towards its use. The customer was assisted with troubleshooting and it was confirmed that the insulin pump was not the issue. The customer did not return the product back for analysis.